Manufacturer narrative:
The complaint was confirmed by review of in-vivo data, the sensor performance was below the self-test limits due to loss in chemical performance. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D2. Product code changed to qhj. D9. Device available for evaluation? Yes. 08 february 2022. H3. Device evaluated by manufaccturer? Yes. H6. Type of investigations changed to 10. H6. Investigation findings changed to 174. H6. Investigation conclusions changed to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.